Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek vantus meter (B)(4) and a lab using an unknown reagent. At 12:19 pm, the customer tested by fingerstick on the meter and the result was 2.9 inr. The customer had a lab test at the same time and the result was 2.2 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic, and has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no medication changes, no diet changes and no bleeding or bruising. There was no adverse event. The meter and strips were returned for investigation. The returned meter and strips were tested with a quality control. Testing results: qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0 %. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.